Event description:
Device malfunction: balloon separation. Time of malfunction: during procedure. Symptoms/ae: intervention. It was reported that during the procedure in the left renal artery, the herculink elite stent was deployed successfully. After stent deployment, vacuum was pulled deflating the balloon and the balloon was pulled back into the non-abbott guiding catheter. An angiogram was performed and when contrast was injected, the balloon detached from the outer member/inner member and was pushed out of the sheath by the contrast into the renal artery. The entire balloon was retrieved using a non-abbott snare device. There was no other patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Off label use in the vasculature- the device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.